Manufacturer narrative:
Product ID 3778-60, lot# v134166005, serial#, implanted: 2006 (B)(6), explanted. Lead: model 3778-60, lot# v134166005, implanted: 2008 (B)(6), explanted: 2012 (B)(6). Lead: model 3778-60, lot# v134166007, implanted: 2008 (B)(6), explanted: 2012 (B)(6). Programmer: model 37743, serial# (B)(4). (B)(4).

Manufacturer narrative:
Final device analysis for lead (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed that the lead was broken at the titan anchor site (19.3 cm from the distal end).

Event description:
It was reported that the patient fell and had high device impedances. The patient felt no stimulation on the right side. Subsequently, the leads were replaced. There were no injuries; the patient recovered from the replacement with no sequelae.